Manufacturer narrative:
Approximate age of device (age of device: six years, 3 months). No other information was provided. A supplemental report will be submitted with the manufacture investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had red heart/low flow alarms. When the patient is on the battery, there are no red heart alarms. The account communicated that the patient was experiencing fluid boluses as his weight was trending down. The patients lab work was unremarkable. The account reported that the patients ldh was 228 and blood pressure ranging from 82-90. The patient has a history of gi bleeding. The account communicated that the patients inr (1.6-1.7) was lower that the intended goal 1.8-2.2. The patient was given a heparin drip. The account reported that was no current sites of bleeding. The patient received an echo that showed the completed aortic valve opening with each beat. The patient has a history of broken driveline and repair. The account reported that a cta is being considered. It was reported the patient was taken back to the operating room for a heartmate ii exchange due to continuous low flow alarms. The account communicated the patient was dizzy/lightheaded and was experiencing limited activity tolerance. It was reported that the surgeon stated on (B)(6) 2018 the patient was took back to operating room for hm2 exchange due to continuous low flow alarms and the patient was dizzy/lightheaded, limited activity tolerance.

Manufacturer narrative:
Device evaluation: thrombus was confirmed via the evaluation of (B)(4). The pump was returned with the driveline cut approximately 1.5¿ from the pump body. Two severed portions of driveline measuring approximately 15.5¿ and 26.5¿ were also returned. The sealed inflow conduit was returned and was secured to its respective pump port. Evaluation of the inflow cannula revealed tissue-like depositions in the lumen of the knitted graft and in the inlet elbow. The depositions lacked evidence of denaturation and lamination, suggesting that they developed acutely. The observed depositions appeared consistent with poor surface washing due to a low flow condition. Although a root cause for the period of low flow could not conclusively be determined through this evaluation, this could have contributed to the patient¿s low flow alarms observed in the submitted log file. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii lvas and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in the IFU. The IFU explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in this document. No further information was provided. The manufacturer is closing the file on this event.